Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient¿s device was tested and diagnostic results revealed low impedance. The patient¿s device was subsequently disabled. The patient was referred for surgery to replace her lead. The patient underwent generator replacement surgery on (B)(6) 2014. The lead has not been replaced to date. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Programming and diagnostic history available from the newly implanted generator were made available. The data from the date of generator replacement surgery was reviewed which revealed impedance was 1068 ohms and 849 ohms. The generator was programmed on to the previous generator settings on the date of surgery.